Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump's basal program randomly changed on its own and delivered the incorrect basal amount to the patient at the programmed time. On troubleshooting by animas customer support, the basal history did not match the active basal program. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: a review of the black box showed manual changes between basal programs 1, 2, and 4. During testing, the pump was run on basal program 1 and set to 1 unit per hour basal rate. The pump was run for 24 hours and no changes to the basal program were found. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No hypersensitive or stuck keys were found on the keypad. The allegation of a history/settings issue was unable to be duplicated during the investigation.